Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed 4 seconds of fine noise on the rate/sense and shock channels that was detected as ventricular fibrillation. Pacing was inhibited, and the patient stated he felt dizzy. The patient could not recall being near any source of interference or having any procedures. There were no similar episodes stored. The noise could not be recreated.